Event description:
Customer reported he was experiencing low blood glucose. Customer initially complained about the sensor falling off. While being on the call, the customer was not responding to the questions correctly. The representative decided to call an ambulance. The paramedics arrived and checked the customer's blood glucose level which was at 43 mg/dl. Customer was given milk to treat and blood glucose was being checked until it reached around 90 mg/dl. The drive support cap appears normal. Most recent set change was the morning of the incident and customer was disconnected during the rewind/prime sequence. The insulin pump was not exposed to a magnetic field. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.